Event description:
A trilogy ev300, USA device was returned to a third-party service center for evaluation due to an alarm for rebreathing there is no allegation of serious or permanent harm or injury. During the evaluation, the device failed the flow verification: positive flow: measured tidal volume and flow verification: negative flow: measured tidal volume pneumatic test steps. Additionally, error evt_rebreathing (error code 76) and error evt_o2_prop_stuck (error code 80) were found in the device error code log. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the failed test steps or error codes. The evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted that port in outlet panel was damaged, and the three in-line proximal filter is contaminated. No repair has been performed. If additional information is provided on the completion of the device evaluation, a follow-up report will be submitted.